Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What was the procedure? What were the veins conditions of the veins? Any calcification of tissue that could impede clamping, cutting or firing? Any preexisting conditions that contribute to event? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any unusual noises during the fire cycle? Approximately how far did the device cut and/or staple? How was the knife returned home? Any videos available?

Event description:
It was reported that during a video-assisted upper lobectomy on the right, the upper lobe vein, the product did not fire completely. (Only half of the vein was clamped and cut, the movement cycle of the instrument did not reach the end of the magazine). The same problem also existed with 2 other magazines. As a result, there was more bleeding, so that an emergency the patient had to be converted to an open procedure as an emergency. The patient lost about 2 liters of blood as a result. The patient year ob (B)(6).

Event description:
It was reported that during a video-assisted upper lobectomy on the right, the upper lobe vein, the product did not fire completely. (Only half of the vein was clamped and cut, the movement cycle of the instrument did not reach the end of the magazine). The same problem also existed with 2 other magazines. As a result, there was more bleeding, so that an emergency the patient had to be converted to an open procedure as an emergency. The patient lost about 2 liters of blood as a result. The patient year ob (B)(6).

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What was the procedure? What were the veins conditions of the veins? Any calcification of tissue that could impede clamping, cutting or firing? Any preexisting conditions that contribute to event? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any unusual noises during the fire cycle? Approximately how far did the device cut and/or staple? How was the knife returned home? Any videos available?